Manufacturer narrative:
Expiration date: 28-eb-2025. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -14.50/3.0/088 (sphere/cylinder/axis) lens tear/break during loading on (B)(6) 2022. The lens was not implanted into the patients left eye (os). No patient contact reported; lens did not touch the eye. A replacement lens of longer length with similar power was implanted and the problem resolved. Cause reported as unknown. "The lens was tear during loading."